Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the sample was not provided for examination and root cause analysis at our service laboratory in melsungen. No sample was sent to the service repair shop in melsungen. Only history files were attached to the cc-notification, which were analyzed. According to the history files and the day of occurrence, no overinfusion could be detected. The therapy started on the (B)(6) 2021. A bd plastipak 50ml was inserted into the device (filled with about 48ml according to the drive step position). The drug called "fentanyl" was chosen. The infusion started at 1:35 pm with a rate of 2ml/h. At 2:25 pm a bolus with preselect was performed (volume 50ml with a rate of 800ml/h). The bolus was stopped manually with the start/stop button. The bolus was performed for about 3minutes and 12 seconds. After the bolus the actually infused volume was 44,37ml. 1,68ml were infused before the bolus. 800ml/h : 60min x 3min = 40ml 800ml/h : 3600s x 12s 2,67ml 42,67ml + 1,68ml 44,35ml complaint cannot be confirmed. Wrong user input cannot be excluded. No deviation could be found between the actual infused volume and the preselected settings in the history files.

Manufacturer narrative:
(B)(4) internal report (B)(4). The affected device has been requested to send it for investigation to bbm complaint processing. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion". Customer information: "the user initially went in to the drug library to fentanyl. They have then exited the drug profile and gone in to ml/hr (dose calculation off) at 13:35 infusion commences at 2ml/hr. At 14:25 a bolus is commenced (amount: 50ml at a rate of 800ml/hr). At 14:28 the infusion is stopped, 44.37ml has been infused in total."